Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported error. The battery pack voltage was evaluated. The filament was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an ma sensor error message. No patient injury was reported.